Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there was a settings not available message displayed on the controller. The rep reported that the patient was getting the settings not available message at 5.3ma. The following impedances were noted: 0 3510 ohms 1 3180 2 2590 3 3100 4 3380 5 3280 6 2900 7 2560 ohms the rep had tried various combinations of electrodes but the patient was still encountering the issue. The rep was advised to increase the pulse width as much as she could and to use more electrodes. It was reviewed that the higher impedance was causing limits in the patient¿s ability to increase the intensity. The rep reported that she had changed electrode reference and impedance results were similar. The rep also reported that electrode 8 showed red for connectivity, which wasn't there post-operatively. The rep did check to make sure the lead was connected properly and that it couldn't be pulled out. The rep reported that she didn't need electrode 8 on the left side and she was able to program what the patient needed. The impedance for the left side was good per the rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause of settings not available and red connectivity were unknown. It was reported actions taken to resolve the settings not available involved using higher pw and more electrodes to produce stimulation. No actions/interventions were taken to resolve the red connectivity. Both issues have resolved.